Event description:
It was reported by service report that the patient right siderail could not be latched in the upright position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.